Event description:
Surgery was performed. Lead pin insertion was able to the resolve the high impedance. No additional relevant information has been received.

Manufacturer narrative:
D6a. Implant date - correction - implant date was not included on supplemental #1 MDR. F7. Type of report - correction - follow-up #1 was not selected in supplement #1 MDR.

Event description:
It was reported that the patient was seen in clinic with high impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.